Event description:
It was reported that the device wouldn't heat to temperature. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was received for investigation. It was received in poor condition. Front cover faded and scratched, microswitch bent, pole clamp discolored, quick connect corroded, line cord faded and worn, enclosure cracked under quick connect, water tank cover cracked, water tank discolored, and old-dated pcb and power switch. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The customer's indicated failure was replicated, and the root cause was traced to the pump not working. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.